Manufacturer narrative:
The investigation of the complaint has been completed. It is based on laboratory tests of the returned expiratory channel printed-circuit board (pcb). The new expiratory channel pcb was reported to fail the internal leakage sub-test during the pre-use checks tests (puc) and was determined to be dead on arrival. No device logs were downloaded in order to substantiate this claim. The reported issue could not be confirmed during the investigation. The pcb started and simulated-use tests of ventilation ran for 7 days without any problems having been encountered. Several puc checks tests during the investigation were performed and completed successfully. The returned expiratory channel pcb was stress tested by subjecting components to local mechanical pressure as well as moderate warming/cooling. No problems occurred and no deviations were noted. Our conclusion in this matter is that the returned expiratory channel pcb worked according to its specification during the investigation and therefore, the root cause for the reported error has been unable to be determined.

Event description:
(B)(4).

Event description:
(B)(4). It was reported that a new replacement expiratory channel printed-circuit board(pcb) was defective. There was no patient involvement reported. (B)(4).